Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 10/22/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor smooth round moderate profile 550cc saline prosthesis, catalog: 3503380, serial number: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent primary breast augmentation with mentor smooth round moderate profile 550cc saline prostheses experienced deflation on the right breast prosthesis post procedure. An ultrasound in (B)(6) confirmed the deflation. Pain and burning sensation in the right breast was also indicated. At the time of this report, mentor has received no information regarding explantation or expected explantation date.